Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The most probable cause is the uso seal and dso seal. These were replaced and the device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was an upstream and downstream error. There was no patient involvement, and no patient harm/adverse event reported.